Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colon polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare would not come out of the catheter. No visible damage to the device or its packaging was reported. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Investigation result of flare detached. Investigation results: visual evaluation of the returned device found the flare detached and the catheter slightly kinked in the extreme of the strain relief. Further evaluation found the key and the dongle shaft were deformed. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. However, flare detachment is contrary to what was originally reported. The review and analysis of all available information failed to indicate a definitive root cause of this complaint. A review of the device history record (DHR) was performed and no deviations were found.